Manufacturer narrative:
The event occurred outside the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer suffered from unexplainable blood glucose reading of about 400 mg/dl. Alleges the device is missing error e4-occlusion. No adverse event alleged. A request was made for the return of the device.